Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/19/2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a patient with a double cuff quinton curl catheter developed a hole in his tubing at the end of the adapter site. Patient had his catheter for many years and customer felt hole was due to catheter bending at adapter site. Patient placed on prophylactic antibiotics.